Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of stenosis was confirmed through the identification of calcification and host tissue overgrowth. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect and 8mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was moderate on the inflow and outflow aspects. Host tissue fused leaflets 1 and 2 by approximately 5mm at commissure 2 on outflow aspect. Leaflet 2 had a 1mm tear near commissure 3. Calcification was evident at the tear. Leaflet was observed to be thickened and swollen near the tear. Wireform was exposed around leaflet 1 and 3 on the outflow aspect and around leaflet 2 on the inflow aspect. Sewing ring was cut in multiple places around the valve and sutures remained on the sewing ring. H10. Additional manufacturer narrative: based on the product evaluation findings, calcification and host tissue overgrowth restricted leaflet mobility which lead to the clinical observation of mitral stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. A manufacturing non-conformance was not identified. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device has not been returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. In addition, other patient related factors likely contributed to this event. It was noted that the patient has been taking calcium supplements for years. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a bioprosthetic mitral valve was explanted after an implant duration of approx eight (9) years and five (2) months due to degeneration leading to stenosis. About 6 months ago, the patient had a minor cerebrovascular accident. As reported, the patient was in sinus rhythm, had no problems on effort, no pulmonary hypertension, no lv dysfunction. However, on tte a gradient over the mitral valve was noticed. The tee revealed an enormous thrombus in the la that seemed to be a chronic event, not an acute thrombus and not attached to the valve. It was noted that patient has been taking calcium supplements for years. The stenotic valve was removed and was replaced with a valve of the same model but one size smaller. Patient was hospitalized stable.